Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the warranty and arranged to replace the pump. The customer planned to use multiple daily injections as a backup therapy to ensure continued insulin delivery.